Event description:
Customer reported an issue with his diabetes pump, receiving an error message when attempting to place the cartridge in the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted to contact the customer to resolve the issue but was unsuccessful in reaching him at the initial attempt.